Event description:
The customer reported that the tandem mobi pump battery would not charge, and despite trying different charging cables and pads, the issue remained unresolved. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump and charging supplies, and the customer was advised on using their backup therapy method to ensure continuity of insulin delivery.